Event description:
Bipap failed to vent and 02 press. Alarm. Pt's sats decreased to 78%. Therapist attempted to plug 02 adapter in x3. Pt changed to different bipap unit at same settings and pt's sats rose to 95%. The problem was found to be a "mushroomed" 02 adapter.